Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). G3 date received by mfg - correction to the date in follow up report number 1. Date should be 05/13/2024.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that signal loss occurred. The wearable was inserted on (B)(6) 2024. On (B)(6) 2024, the patient's child called 911 because the patient could not function. He couldn't talk and was incoherent. The patient woke around 12:30-1:00am. He had been experiencing signal loss problems and noted that at this time the sensor had failed. The patient reported that his phone didn¿t warm him that he was hypoglycemic because of the sensor problems and ultimate sensor failure. It was not specified nor clarified whether a bg was checked during the episode. Emergency medical services (ems) treated the patient with ¿sugar¿ like an icing or candy sweets to reverse his hypoglycemia. There was no documentation of further medical evaluation or intervention for hypoglycemia. At the time of the report, the patient had inserted a new sensor and he was getting accurate readings and the patient was fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction to add additional information is required.